Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the insulin pump had keypad needs to be pressed multiple times. The customer blood glucose level was unknown. Customer wife stated that the she was not with the patient, no info about the insulin pump and the current situation of it. The device will not be returned for analysis.